Event description:
It was reported, that the bronchovideoscope had no image. The issue occurred, during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the breakage of image sensor unit/pcb inside connector or abnormality in electrical contacts occurred, resulted in the event. As for the breakage and abnormality above, since application of irregular stress, damaging some of the electronic components. Olympus will continue to monitor the field performance of this device.